Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient passed away due to an unknown reason. A call was received from the state crime lab asking for identification information for the device to investigate the patient death. No further information has been able to be obtained.